Event description:
This patient has a history of chronic low grade hepatitis and immunocompromised state. About 2 1/2 months post cochlear implantation they were treated for meningococcal meningitis. They are currently hospitalized but recovering.